Event description:
Customer has replaced 8 - 10 pair of batteries. The first set of batteries was within 6 months of purchasing the chair. She has paid for all the batteries. Consumer also states that her batteries are not holding a charge. She used to be able to work a 10 hr. Shift on one battery charge, but now is only getting 6 to 8 hrs. On an overnight charge. Consumer states that when the batteries get down to one green light, the batteries only last a few minutes before they die.